Manufacturer narrative:
Device evaluated by MFR.: the device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed damage to the tip of the dilator. Analysis of the remainder of the device found no other damage or defects. Media from the clinical procedure was provided to bsc and reviewed by a bsc quality engineer. A video attached to the complaint record depicts the distal end of the dilator split confirming the reported event. Product analysis confirmed the reported event, as the dilator tip was damaged.

Event description:
It was reported that the device became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. While positioning the was in the laa of the patient the was became damaged. The physician continued the procedure using the damaged was. The wds was inserted in the was. The closure device was deployed in the laa and successfully implanted in the laa. There were no patient complications that were reported to have occurred.

Event description:
It was reported that the device became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. While positioning the was in the laa of the patient the was became damaged. The physician continued the procedure using the damaged was. The wds was inserted in the was. The closure device was deployed in the laa and successfully implanted in the laa. There were no patient complications that were reported to have occurred.